Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (sn: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a image review: thirty-three media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth on the non-coronary cusp was approximately 1-2 millimeter (mm) in the cusp overlap view, but the valve frame appeared to be significantly under. In the left anterior oblique (lao) view, the appeared to be slightly more expanded at a depth of approximately 3-4mm. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite the under expansion, the valve was released and upon final release the valve visibly dislodged above the aortic annulus. The under expansion might have contributed to the dislodgement. Another thing to note is that one of the paddles remained stuck to the paddle attachment after full expansion of the valve. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Eventually, after advancing the delivery catheter system the paddle detached from the paddle attachment. A subsequent angiogram revealed moderate aortic regurgitation. Consequently, a non-medtronic valve was implanted with no evidence of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 26 millimeter (mm) transcatheter valve, the inflow frame of the valve was positioned 3 mm below the patient's native annulus. Upon full deployment, specifically at the moment the valve frame on the greater curvature side was released, the valve dislodged aortic. Following valve dislodgement, the lower non-coronary cusp (ncc) inflow side of the valve was positioned at the same height as the annulus. An echocardiogram and ultrasound were performed that revealed moderate or "greater" paravalvular leak (pvl). Subsequently, a 23 mm non-medtronic (sapien) transcatheter aortic valve was implanted valve-in-valve. Following the implant of the second transcatheter valve, the pvl resolved. Additional information was received that clarified that the "moderate or greater" pvl was just moderate. A pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported that poor dilation contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth on the ncc was approximately 1 mm, and the implant depth on the lcc was approximately 4 mm. After valve dislodgement, the implant depth on the ncc was -3 mm, and the implant depth on the lcc was 1 mm. Additionally, a non-medtronic guidewire (safari) was used during the procedure.